Event description:
It was reported that the patient experienced multiple hypoglycemia events, including a lunchtime blood glucose of 74 mg/dl with additional low readings in the 50¿60 mg/dl range on several days, some occurring during physical activity, and that the ilet was expected to reduce meal insulin when glucose was trending low. Symptoms included asymptomatic hypoglycemia. Outcomes included recovery after treatment with oral carbohydrates and stabilization of blood glucose without hospitalization or alarms. Investigation included complaint handling with user education on hypoglycemia treatment and confirmation that the system considers current glucose when calculating meal insulin. Investigation of this case revealed no device malfunction, no alerts, and that user counseling on low treatment and reassessment after 15 minutes was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.